Manufacturer narrative:
Two photos were received by our quality team for evaluation. Upon visual inspection, there were orange particles in the packaging in one photo and a blue rubber band in the packaging in the other photo; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation of the orange dot photo, the root cause is probably the equipment causing the small particle as a byproduct of the ultrasonic welding process. On 10.5ml applicators, particles may be created on rare occasions during the ultrasonic welding of the foam tip onto the applicator body which makes the foam brittle and pieces flake off. This failure mode is of foam origin not of foreign origin and it may be created as a byproduct of the ultrasonic welding process caused by the equipment. Based on the investigation of the rubber band, the root cause is probably from the manufacturing personnel which remove the inserts from the blue rubber band stack and place the inserts into the bottom web package and usually scrap the rubber band. A set quantity of inserts are bound together with a blue rubber band which is delivered to the packaging area to be utilize during the packaging of the product. The inserts are placed in the package by manufacturing personnel. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
It was reported that there was particulate.

Manufacturer narrative:
(B)(4); initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was particulate.